Event description:
Report received of a general complaint of multiple events of tubing bursting while in use with acclaim encore pumps while in use with patient. The customer contact could not recall any specific information on any of the events, including any patient specific information (age, gender, diagnosis). It was reported that the events are occurring in the pediatric and nursery areas. There were no reported adverse patient events with any of the incidents and no reports of any bleed-back on any of the patients, according to the customer contact, there was no isolated place that the tubings were bursting along the IV line, but the generally the tubings were bursting between the pump and the patient. No further information was available.